Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for non-malignant pain. It was reported that there was poor coupling with recharging. The patient said it took a long time to charge her ins. The patient said she lost 50 pounds, and the device practically stuck out. The patient said with recharging "sometimes it catches and sometimes it doesn't." The patient reported most of the time they charged once a week. However, sometimes they let it go dead and then it took twice as long to recharge. The patient could have two bars or the whole thing lit up, and then she lost the bars. The patient sat in a recliner chair, charged on the skin, and did not use the belt. The patient said she tried repositioning the antenna and rotating the antenna dial. It was reported that the recharger antenna was damaged. The patient was sent a replacement antenna and adhesive discs. The patient reported at a later date that they had no place to get their ins reprogrammed. The patient was sent physician listings. The patient stated they were still having coupling problems with the new antenna. They would get a good reading. As soon as they sat down or reclined, it disappeared. The patient reported they could feel the battery through their skin, they put it directly over it; however, as soon as they moved, it did not work. The patient stated "I don't know if the battery is moving." No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they have been having a problem with the ins. They added that they think the ins has moved over and is causing pain. The patient stated that they have lost (B)(6) since the device was implanted, and they haven¿t gained any weight back. They noted that they have been in therapy for their left hip, but the battery is on their right side. The patient mentioned that the ins is hurting so bad it is going into their spine. They indicated that they have not tried turning stimulation off. The patient stated that their therapist taped their back in the spot where they are hurting, and the tape is helping with the pain. The patient requested physician listings, as they currently did not have a managing physician. Listings were sent. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on december 4, 2018. They reported they had tried contacting physicians on the list they were sent but none of them were willing to work with the patient because they didn't do the implant procedure. Patient services sent an email out to the field representatives in the patient's area requesting they contact the patient to help them find a doctor. No further complications were reported or anticipated.